Event description:
The ge oec 9800 fluoroscopy system did not fully boot up, and the monitors remained dark.

Manufacturer narrative:
A ge oec service representative investigated the issue and found checksum errors in the event log. The cmos default settings were re-loaded to restore function. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.